Event description:
It was reported that there was f4 error on the screen when the device was turned on. The device was a new one, which set up at end of june. The device will not be returned for evaluation. It is unknown if there was a patient involved, if there were delays. Or how was the procedure completed. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H6: the reported device, intended for use in treatment, was not returned to the designated complaint unit for independent evaluation, thus functional testing could not be performed. Visual inspection of the customer provided pictures shows a quantum unit with a f4 fault displayed on the screen and identifies the unit. A review of the device history records show there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. The complaint was confirmed and the root cause is associated with an electrical component failure. Factors, unrelated to the design or manufacture of the device which could have contributed to the complaint event, include a power surge in the controller or failure of an internal component. There are no indications to suggest that the device/product did not meet specifications upon release into distribution.